Event description:
The risk manager from the hospital reported the following event: during the surgery, during the step of reaming, the reamer broke inside the femur of the patient. The surgeon managed to remove the broken piece.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not sold in the u.s., but a similar device is commercially available in the u.s.